Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same patient involving three separate products and associated with MDR report numbers: 2937457-2014-00395, 1225714-2014-00857 and 1225714-2014-00858.